Event description:
The disposable loading unit was used with stainless steel instrument during an unspecified procedure on the bowel. The staple line was incomplete. The surgeon used another cartridge to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The exact mfg site could not be determined as the production lot is unk.